Manufacturer narrative:
Extension model 3708340 serial# (B)(4) implanted: (B)(6) 2006 explanted: na. Lead model 3998 lot# v009630 implanted: (B)(6) 2006 explanted: na. Programmer model 37742 serial# (B)(4). Extension model 3708340 serial# (B)(4) implanted: (B)(6) 2006 explanted: na.

Event description:
The ins would not charge. Additional information has been requested.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that there was normal battery depletion. The battery was replaced. It was reported that there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery capacity was reduced due to over discharge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 86. The last recorded recharge session done while the device was implanted was on (B)(6) 2012, (explanted on (B)(6) 2012). The device was recharged for 47 minutes. The battery charged from 3.825v to 3.860v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The longest patient recharge recorded is 1hour 3minutes and the lowest voltage was 3.68v. The battery discharged to the lock mode on 5/5/2012. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 7hrs and 8min. The ins charged from 2.685 to 4.065v with 100% coupling.